Manufacturer narrative:
The device was returned for analysis. The reported foot retraction problem was not confirmed. Difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed with excessive force. It should be noted that the electronic perclose proglide instructions for use. Do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the application of force directly contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a peripheral intervention procedure of the superficial femoral artery (sfa). Reportedly, the suture was deployed successfully; however, the lever could not be closed to retract the foot of the device prior to removal. Force was used to remove the device and the device was removed successfully. Hemostasis was able to be achieved with the suture of the device. No tissue or vessel damage was reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- excessive force